Event description:
A us distributor returned a monitor and reported being unable to communicate with belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was due to the monitor's electrode belt connector being broken free from the monitor enclosure, being pulled slightly from the connector on ca board and causing fault the root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.